Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket wire of an ncircle tipless stone extractor was found broken when testing the device prior to use. Another device of the same type was used to complete the transurethral lithotomy. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation . Beppu medical center informed cook of an incident involving an ncircle tipless stone extractor from lot # 13641279. It was reported that one of the basket wires was broken before use during a transurethral lithotomy procedure on (B)(6) 2021. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device, as well as a visual inspection of the returned product, were conducted during the investigation. The returned device was found to have had 1 of the 4 basket wires pulled free from the basket cannula that secures the proximal end of the basket wires. The basket sheath was also kinked, preventing the basket from functioning. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot found no related nonconformances. A lot history search found no other complaints have been reported for this lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, the examination of returned product and the results of the investigation, the cause for the separated basket wire could not be determined. All devices are inspected for proper functionality and damage during manufacturing and quality control inspections. The appropriate internal personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.